Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the severely calcified and mildly tortuous mid left anterior descending artery. The 2.75 x 20mm promus element mr was advanced, but was unable to cross the lesion. When the device was removed it was noted that a stent strut was raised. The procedure was completed with a promus element 2.25 x 24mm and a promus element 4 x 16mm in the left circumflex and the left main artery, respectively. The stents were post dilated with a 2.75 x 15mm quantum apex balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).